Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of 296 devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during a shoulder repair that the suture on the customer's healix advance peek anchor 4.5mm with orthocord, became stuck on the inserter once the anchor had been inserted and had to be cut free. The suture then frayed and was unable to be used. The anchor was left securely within the bonehole and was not left proud. The surgeon completed the procedure with a competitor's anchor in a new bonehole. The sales rep was not present and had no further information.